Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin from the reservoir leaked past the o-rings. The caller mentioned being in the hospital for non diabetes related issues. The customer had an allergic reaction to the medication they prescribed for her spasm. No further information was provided.